Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two parts. Insulation degradation was noted at 43.8 cm and 44.3 cm from distal end.

Event description:
This report is to advise of an event observed during analysis.